Manufacturer narrative:
(B)(4). Batch #m9082c. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature and tissue pad damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the blade tip hot or the sheath? With the hem where the pad is attached. How was it determined that the device/blade tip/sheath was hot (or getting hotter)? The tip of the blade was red when triggered, like hot iron. Was there any burn to the patient or to the user? If yes, what degree was the burn and how was this treated? No. It was reported that the bulkhead dropped. Are you referring to the tissue pad? If no, please explain what you are referring to? Yes, tissue pad. Attempts are being made to obtain the following information. Did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the silicone bulkhead dropped and heated the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.